Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: it was reported that after some difficulties a part of the filter finally released. After an unsuccessful attempt to retrieve the filter by advancing a gtrs through the filter introducer sheath, the patient was transferred to another hospital for removal of devices. No product was returned and no imaging was received and based on information provided it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter, unless too much back tension was applied to the system. However, it is reported that a part of the filter released, but since the filter hook is attached to the grasping hook of the jugular introducer only, the grasping hook would slip the filter, if the filter and introducer system is in a straight position, when the safety button is pressed and the release mechanism is activated. And, if the filter was only partly released inside the patient, the jugular introducer could not be retrieved without the filter and consequently the introducer would still be placed inside the introducer sheath, when the loop wire of the retrieval device was advanced. Thus, releasement of only a part of the filter is considered less likely. Also, filter retrieval by use of the loop system through the filter introducer sheath is not according to instructions for use, as the loop system cannot be properly connected to the sheath to prevent loss of blood. No evidence to suggest that the device was not manufactured according to specifications and not working as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the complaint was reopened for investigation since an image was provided and reviewed. It was reported that after some difficulties a part of the filter finally released. After an unsuccessful attempt to retrieve the filter by advancing a gtrs through the filter introducer sheath, the patient was transferred to another hospital for removal of devices. A review of the images submitted found an s-shaped curvature to the ivc mirroring that of the s-shaped scoliosis of the thoracolumbar spine. The ivc measures approximately 18 mm in the immediate infrarenal location. Relative to the straight shaft of the introducer sheath, the ivc has a relative angle of approximately 15° towards the left, in the location where an ivc filter is typically deployed. Just cranial to the confluence of the iliac veins, there is a straight segment of the ivc measuring approximately 5 cm in length. There is also straight segment of the ivc just cranial to the inflow of the renal veins. The only images submitted for review demonstrate an inferior vena cavogram with the celect platinum ivc filter coaxial introducer sheath system positioned in the mid infrarenal ivc. The diameter of the ivc measures within appropriate limits for the utilization of the celect platinum ivc filter. Although the images of the filter deployment were not submitted for review, if the filter was deployed within a non-straight segment of the ivc, this would have likely resulted in a significant angle between the filter feet and the detachment mechanism of the ivc filter and resulted in difficulty releasing the ivc filter from the deployment device. As stated in the IFU, slight back tension of the deployment device is required to correctly release the ivc filter from the deployment system. This back tension may have caused inadvertent engagement of the grasping hook of the ivc filter deployment system with the wall of the ivc and/or made it difficult to completely detach the grasping hook from the hook of the ivc filter. Eventually the filter was detached from the deployment system, however, it was likely not in a good position as an attempted retrieval was performed. Again, no images were submitted for review, however, the text in the complaint report states that the gunther tulip retrieval set gooseneck snare was advanced through the deployment sheath of the celect platinum ivc filter. As is stated in the gunther tulip retrieval set IFU, the 11-french sheath that comes with set is to be utilized in order to retrieve the ivc filter, and it is not standard of care to attempt to an ivc filer retrieval through the 7-french introducer sheath. In addition, the loop snare became entangled with one of the secondary legs of the ivc filter during the attempted retrieval. At this point the loop snare was through the 7fr introducer sheath and stuck in the ivc filter. The problems arising from both the deployment and attempted retrieval are in part due to the patient's abnormal anatomy, but are also directly related to the decisions/errors and potentially experience of the operating physician. The redundancy and curvature of the ivc facilitated the difficult detachment of the grasping hook from the ivc filter hook and/or potentially resulted in engagement of the wall of the ivc with the grasping hook contributing to the difficulty releasing the ivc filter from the deployment system. Fortunately, the patient was transferred to another facility with the filter sheath/gooseneck snare in-place and the filter and sheath were successfully removed. It was determined that because no non-conformances were detected, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "filter would not fully release from the delivery system. Finally released after difficulty (at least a part of it released), and then retrieval device was put through filter sheath by the physician. Retrieval was unsuccessful and retrieval device and filter were stuck inside patient. Transferred patient to another hospital, where another attempted retrieval was performed successfully within a day." Additional information received 21mar2019: "retrieval set; a snare from another manufacturer was attached to one of the secondary legs of filter and bent back on loop was not able to release from leg and since was introduced through the celect platinum sheath delivery set was not able to remove or have the ability to sheath over the snare and celect platinum filter. So patient was transferred with celect platinum jugular delivery sheath and snare exiting patient¿s internal jugular vein. Filter and retrieval sheath was successfully removed." Patient outcome: the patient did require additional procedures due to this occurrence. New retrieval attempt (successful).